Manufacturer narrative:
The service rep tested the system and found the left hand monitor had failed. He moved the video to right hand monitor and the video was ok. The customer will order and replace the monitor.

Event description:
Customer reported image looked fuzzy. No pt injuries reported.